Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had not used or charged the ipg for a few months. The external devices cannot communicate with the ipg. F/u revealed the ipg was removed and replaced with a new ipg. It was reported the pt has effective stimulation coverage.